Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. A small crack was found on the top housing. It could not be determined when this cracks occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod on the arm.